Manufacturer narrative:
The technician found the brake hex rod had backed out of the left head brake caster because the screw that keeps it in place had come out. The technician reconnected the brake hex rod into the left head brake caster and replaced the missing screw, he also adjusted all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The stretcher was located on the 4th floor at the facility. There was no patient/user injury reported. (B)(4).